Event description:
It has been reported to philips that the imaging module did not work to control the shutters. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the control module that controls shutters does not work. Upon troubleshooting fse found that shutter function does not work and is not recognized during input tests. The defective parts were returned for analysis, for imaging module kit wp, malfunction was observed. The failed component was frontal shutter joystick and failure description was frontal shutter joystick function is unresponsive. To resolve the issue, fse ordered and replaced imaging module, which resolved the reported problem. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.